Event description:
Port was implanted in correct position. Post-op chest x-rays showed port to be intact. On subsequent chest x-rays, sheath from attachment noted to have removed; this required removal and a replacement of a new catheter.